Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission. Upon investigation, it was revealed that there were episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Programming changes were recommended but not made. Few weeks later, episodes of nsrvo were seen again via remote transmission. The asymptomatic patient presented to the clinic for follow-up and programming changes were made.

Event description:
New information received on 9/29/2017 states that there were episodes of post paced t wave oversensing. Programming changes were discussed. No intervention was reported and further information could not be obtained.